Manufacturer narrative:
Information received from the sales rep states that when capturing the filter basket, after successfully deploying a precise stent in the carotid artery, the physician felt that the filter basket could have been constrained better in the capture sheath. The age and gender of the patient is unknown. The patient was registered in the (B)(6) study. There were no neurological effects to the patient. The stent was post-dilated and upon inspection of the filter basket after removal there was no debris found. There was no damage to the angioguard device noted. There was no difficulty placing the precise stent. There was no reported patient injury and the procedure was successful. The physician was completely satisfied with the results of the procedure but felt that the filter basket could have been better constrained in the capture sheath. The sales rep informed the physician that this is how the device was designed to work. There was no reported injury to the patient. The product was not returned for evaluation and testing. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. Based on the information available, it appears that the difficulty experienced by the customer was related to the physician's perception regarding the operational context of the device and is not related to a product quality issue.

Manufacturer narrative:
The product is available for evaluation and testing; however, it has not been received to date. Additional information will be submitted within 30 days of receipt.

Event description:
Information received from the sales rep states that when capturing the filter basket, after successfully deploying a precise stent in the carotid artery, the physician felt that the filter basket could have been constrained better in the capture sheath. The age and gender of the patient is unknown. The patient was registered in the (B)(4) study. There were no neurological effects to the patient. The stent was post-dilated and upon inspection of the filter basket after removal there was no debris found. There was no damage to the angioguard device noted. There was no difficulty placing the precise stent. The procedure was successful. The physician was totally satisfied with the results of the procedure. Felt that the filter basket could have been better constrained in the capture sheath. The sales rep informed the physician that this is how the device was designed to work. There was no reported injury to the patient.